Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth at the abutment site and subsequently underwent a skin revision (date not reported) under general anaesthetic during an abutment replacement. It was also reported that oral and topical antibiotics were administered (date not reported).